Event description:
In (B)(6) 2015, the patient was having increased pain and a catheter issue was suspected. No dye study was done. The pump status was checked with the logs and no alarm logs were present. On (B)(6) 2015, the catheter was revised. The device system was delivering morphine. The catheter issue and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient's catheter was no longer in the intrathecal space. This was not discovered until the hcp went into the back area. The hcp replaced the old catheter with a new ascenda 8780. The hcp refilled the patient's existing pump and started her on a very low dose. The patient was instructed to go see their managing hcp that same afternoon once she arrived in their home town.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8591-38, lot # c80533, implanted: (B)(6) 2012, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).